Event description:
Reported by the complainant as follows: patient in shock. On high dose pressors. Fms inserted r/t diarrhea. Fms removed after developed rectal bleeding and blood transfusion given. Colonoscopy performed. Reported perforation.

Manufacturer narrative:
(B) (4). (B) (4).